Event description:
Smoker, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, bone resorption, inflammation, failed while taking the impression.